Manufacturer narrative:
Alcon is investigating an increased number of cases of aseptic endophthalmitis cases reported since mid-(B)(6) 2015 in cataract surgery patients who received restor® iols in various clinics in (B)(6). We take this situation very seriously and in the interest of patient safety, are voluntarily recalling restor® multifocal iols manufactured specifically for the (B)(4) market and advising surgeons in (B)(6) whose clinics have inventory of restor® iols to stop using these iols. Evaluation summary: the product was not returned for analysis; the lens remains implanted. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There has been one other similar complaint reported in the lot number. Additional information was requested and received. The manufacturer internal reference number is: 2015-21255

Manufacturer narrative:
Additional information was provided. Evaluation summary: the customer indicated the use of an approved cartridge. The cartridge product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The customer indicated the use of a handpiece and viscoelastic, which are not qualified for the lens/cartridge combination used. Based on a review of complaints received, a signal for post-operative inflammation was identified for restor® iq and restor® toric iols in (B)(6). The manufacturing investigation pointed to the difference in manufacturing processes for the (B)(6) market and multifocal lenses as a potential differentiator. The manufacturing investigation has not identified a root cause to date. Data analysis so far has confirmed that these complaints are significant and concentrated around the (B)(6) market for the identified multifocal lenses. On april 13, 2015 the impacted product was put on voluntary hold in the (B)(6) market and issuance of the market caution letter. On april 16, 2015 due to a significant increase in reports of post-operative inflammation cases reported in cataract surgery patients who received the identified multifocal intraocular lenses (iols), a voluntary product recall was issued against all lot numbers and models of the identified multifocal iols manufactured specifically for the (B)(6) market. A corrective and preventive action has been instituted; the investigation is ongoing. The manufacturer internal reference number is: 2015-21255

Manufacturer narrative:
(B)(4).

Event description:
Additional information was provided by the surgeon, indicating that on the sixth postoperative day corneal edema and anterior chamber flare were also observed. The symptoms resolved after medical treatment. There was no bacterium inspection performed. Eleven weeks following the surgery, a yag laser was performed. The outcome of the surgical treatment was documented as recovered. According to the surgeon, the event was non-infectious based on the condition of the incision site is good, there was no hypopyon, the inflammation was mild and anterior chamber cells looked like lymphocytes.

Event description:
An ophthalmologist reported that six days following an intraocular lens (iol) implant procedure, the patient experienced myodesopsia-like symptoms. The following observation were reported: anterior chamber cells, fibrin on the surface of the iris, no continuity between the main port and the side port, descemets folding, the iol surface was clear and the vitreous body is not opaque. On the sixth postopertive day, a steroid was started and the non-steroidal anti-inflammatory was stopped as it was considered to be aseptic. Two weeks later, the steroid was reduced and the non-steroidal anti-inflammatory was restarted. No anterior chamber cells and no fibrin was seen. Additional information was received that the patient problem was documented as iridocyclitis.